Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had interrogation issues and the link electronic module board was replaced and calibrated. It was further noted that the display hinges were loose and that the latch tabs on the power cord bay were broken. Concomitant product: product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer would not identify patients and that it acted like the radiofrequency programmer head was bad. The programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.